Event description:
It was reported the lead was attempted but not used due to no capture and varying impedances. The device was not implanted. No patient complications have been reported as a result of this event. It was reported the lead was attempted but not used due to no capture and varying impedances. It was further reported that the lead was "bad"; (B) (6)-2010 the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies full lead. Visual inspeciton: it was noted that the outer insulation was breached/cut.